Event description:
A teenager was undergoing an elective circumcision. The suture was being placed in the glans of the penis for light traction and the suture needle broke in half. The patient required a small incision in the glans for locating and retrieving the broken half of the needle. The incident extended the length of surgery and required a second surgeon to assist in locating the broken half.